Manufacturer narrative:
The insulin pump had a constant failed battery alarm after the battery insertion due to a corroded battery tube. No delivery anomaly, motor anomaly or other battery alarms could be confirmed and the functional tests could not be completed due to the failed battery alarm. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube and a cracked belt clip slot. The insulin pump was received without the belt clip and no damage could be verified. The motor was tested outside of the device and passed.

Event description:
It was reported that the customer had blood glucose levels in the 400mg/dl and 600mg/dl range. Also diabetic ketoacidosis. The customer also mentioned a drive motor anomaly, as well as issues with the insulin pump not delivering properly. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.